Event description:
Immediately after treatment with juvederm ultra under the eyes, the patient experienced redness and swelling near the lower eyelids that looked like bee stings. The treatment site began changing to black. About two and a half months after the initial treatment, the patient followed up with the physician and was prescribed an arnica gel. The patient has no known history with dermal fillers, nor does the patient have any known allergies or autoimmune problems. The patient did not take any concomitant medications. A follow-up with the physician noted the swelling resolved about three months after the initial treatment, but the redness and discoloration still persists. A second follow-up done a year later with the physician noted the symptoms of redness and discoloration still persist according to the patient, and the physician had performed an ultrasound and an ipl on the patient. The physician also noted the patient visited another physician who prescribed hyaluronidase, but does not know the results. The second physician is unknown and cannot be contacted. To be on the conservative side, this event is being reported as allergan's approach to compliance is to resolve all doubt is favor of reporting.